Event description:
In follow up to the 2013 medwatch submission, we would like to clarify there were 2 separate endoscope designs which failed high level disinfection for enteric pathogens and were at least implicated in possible disease transmission. The first was an olympus duodenoscope (ercp) which has received international attention. The second was an olympus linear echoendoscope (eus). Both scopes have similar elevator channels.